Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via interdepartmental helpline solutions tracker that customer had high blood glucose in the middle of the night of 596 mg/dl and did not receive a no delivery alarm. Customer treated high blood glucose with manual injection. Customer will change infusion set and reservoir. Customer declined transfer to helpline for assistance.